Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/8/2024. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was identified as product code k833h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: it was reported that "it did cause an increase of the time in the operating room." How long was the delay? Please specify in minutes. 10-15 minutes was spent searching for the needle. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What is the patient¿s current health status and condition? Patient is doing good post-op from what I know. Did any needle piece(s) fall into the patient? Yes. *if yes, was the needle piece(s) retrieved during the same procedure? Yes. What measures were taken to retrieve the broken piece(s)? They had to open and retrieve the needle. Was there any additional tissue damage as a result of searching for the needle piece(s)? No. If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I was in the room and was able to gather this information. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oral parathyroidectomy procedure on (B)(6) 2024 and suture was used. During a trans oral parathyroidectomy, as the doctor was suturing, the needle broke off from the swage, part of the needle was still attached. It did cause an increase of the time in the or, they brought in xray and were able to locate the needle. Case was completed. No additional patient harm. There were no patient consequences reported. Additional information was requested.